Event description:
During a pph procedure after firing the pph03, the doctor found part of incision did not staple and no staples were in the tissue. The doctor used hand sewing to complete the operation. No pt consequence. No device returning.